Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 47.5cm was returned for analysis. Internal insulation abrasion was noted at 14.7-15.1cm and 16.7-17.8cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 7.6-10.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.